Event description:
It was reported that the patient had a cemented right hip resurfacing. Subsequently, the patient was revised due to fracture of the femoral component with subsequent loosening. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2-foreign-austria. D10. Item#:unknown ;lot#:unknown ;item name: unknown cup; item#:unknown ;lot#:unknown ;item name: unknown cement. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 the product was discarded; therefore, a visual evaluation could not be performed. Two undated radiographs, an ap lower pelvis and a frog lateral right hip view, were provided and reviewed by a radiologist. The review identified a fracture of the femoral implant of the resurfacing arthroplasty. Malalignment is noted at the junction of the femoral stem and femoral head. The femoral head is loose but not dislocated. The bone quality is osteopenic, but there is no osseous fracture. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item with the available information, the reported fracture of the femoral component can be confirmed; nevertheless, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.